Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and self-test. No missing segments/partial display or black display noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. The insulin pump was received with intermittent button response due to flattened esc button and act button dome switch. Keypad connector was fully locked. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has missing segments on the lcd display. Troubleshooting found that there is only a partial display of information on the lcd screen. Customer indicated that the pump is broken. Customer's blood glucose level was 130mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.